Manufacturer narrative:
E1 establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no image. The event occurred during preparation for use and there were no reports of patient harm.